Manufacturer narrative:
Pump received with a64 alarm during self test, problem isolated to rf board. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked case near display window corners and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump had motor error and pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.